Event description:
Case reference number (B)(4). Is a spontaneous report sent on (B)(6) 2025 by a physician assistant concerning a 50-year-old female patient. Additional information was received on 12-feb-2025 by the same reporter. No information about medical history, concomitant medications, history of allergies or previous filler treatments has been provided. On (B)(6) 2025, the patient received treatment with restylane contour at an unknown location in the face (unknown amount, lot number, injection technique and needle type) by the reporting hcp. On the same day, the patient developed a vascular occlusion (vascular occlusion) hematoma (implant site haematoma) in the cheeks. The hcp attempted to resolve the vascular occlusion hematoma using 600 units of hyaluronidase [hyaluronidase], viagra [sildenafil citrate], aspirin [acetylsalicylic acid], and nitro [glyceryl trinitrate] cream. The pain (implant site pain) was subsequently decreasing. On (B)(6) 2025, the reporter confirmed that the patient had fully recovered. Outcome at the time of the report: vascular occlusion was recovered/resolved. Hematoma was recovered/resolved. Pain was recovered/resolved.

Manufacturer narrative:
Company comment: the serious event of vascular occlusion and the non-serious events of haematoma and pain at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The likely root cause includes the intravascular filler injection leading to vascular occlusion and its manifestations. The case meets the criteria for expedited reporting to the regulatory authorities.